Event description:
It was reported that the device was used during a whipples procedure. During an attempted transection; the device was articulated. As the surgeon closed the closing handle, the articulation joint suddenly straightened up. The jaws were hard to close. The surgeon commented that the pancreas tissue was very thick and hard. This may have affected the device performance. The 2nd device did not close down at all. The surgeon then tried with a competitor device and the same happened with it. Another device was used to complete the procedure. There were no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth. Evaluation summary: the analysis showed that the scw45 device a was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded in the device. The reload was received fully fired and with the lockout tab damaged. The returned device was tested for functionality with a test reload on the three articulated positions; when fire to the left the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the left articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications in addition, a sample of the batch is inspected at (B) (4). Event could not be confirmed as the device closed without any difficulties noted. The analysis showed that the scw45 device b was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded in the device. The reload was received fully loaded with staples. The returned device was tested for functionality with a test reload on the three articulated positions; when fire to the left and center the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). Event could not be confirmed as the device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.